Event description:
Patient was using swab to remove water from ear when tip dislodged and entered ear canal. Couldn't retrieve tip; required the services of a physician to remove the swab tip from the ear canal.